Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12oct2020.

Event description:
The customer called into technical support (ts) reporting that the device is not working. The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
G4: (B)(6) 2021. B4: (B)(6) 2021. The engineer evaluated the device and determined it was an operational problem. The unit was running as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.